Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported the device could not complete a seal even though an end tone was heard. The procedure was completed by suturing. No patient injury.